Event description:
The customer reported a flogard infusion pump that alarmed "38 failure code in channel a". It is unknown at which process step this event occurred. There was no patient involvement, patient injury or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional method evaluation: the customer reported condition was confirmed during on-site device evaluation. The force sensing resistors were found to be damaged and replaced to resolve the reported condition. If additional relevant information becomes available, a follow-up MDR will be submitted.